Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited image loss. The event occurred during a gastro diagnostic procedure while the patient was under sedation. The intended procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during device evaluation: damage to the charged coupled device unit, and the presence of white foreign material in the air water tube and the air water cylinder tube. Based on the results of the investigation, a probable root cause for the customer allegation could not be identified. Regarding the investigation findings of damage to the charged coupled device unit and the presence of white foreign material in the air water tube and the air water cylinder tube, a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.